Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. However, during inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.